Event description:
A 2.0mm diameter x 20mm length sprinter mxii dilatation balloon catheter was inserted into a pt for pre-dilatation of a chronic total occlusion of the mid rca. The lesion morphology was reported that the balloon was at the intended lesion site and that it had been inflated;upon second inflation of the balloon it burst at 13 atms. The physician attempted to remove the balloon catheter and it was unable to withdraw through the guide. The physician managed to get the proximal portion of the balloon into the guide; he believes a distal portion remains in the pt. The case was aborted and the pt is currently stable and will be monitored. Medtronic has received the device and its analysis has been completed. The distal section of the device was severely stretched with the distal section of the balloon and the distal tip missing from the device. There were no marker bands present on the severely stretched inner shaft. The balloon of the returned device exhibits jagged point on the edge of the break-point on the balloon material. Please note that this device (spr2020x/lot number 0000394887) is distributed outside the united states; however , it is similar to the united states distributed product.